Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charging pad exhibited failure to charge the ilet despite attempts with multiple power outlets, multiple cords, and varied device orientations; the pad¿s status indicator illuminated briefly when powered but did not sustain charging when the ilet was placed on the pad, and a goodwill replacement charger was arranged. Symptoms included no patient symptoms. Outcomes included no change in therapy, no clinical impact, and no medical intervention. Investigation included a review of complaint details and coordination with shipping for replacement. Investigation of this case revealed a suspected malfunction of the charging pad consistent with failure to transfer power. It was concluded that the event involved a device malfunction of the charger without patient harm and that replacement was appropriate.